Event description:
It was reported that the patient received an inappropriate shock due to external interference. The device remains in use. It was noted that the patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. Four - ventricular nst<=190 ms between (B)(6) 2010 14:52:36 and (B)(6) 2010 08:22:32.